Event description:
The customer reported that their device would not charge defibrillation energy and would also display a "connect electrodes" message when the device is connected. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Manufacturer narrative:
The customer contacted physio-control to report that the reported failure was resolved by replacement of the therapy connector assembly. Proper device operation was observed through functional and performance testing and the device has since been returned to service for use.